Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) contacted technical support and informed a technical support technician (tst) a 2008t machines blood pump rotor was noisy while a patient was in treatment. The staff noticed blood/fluid coming from the blood pump module. The bmt explained one of the rotor sleeves (around the pin) is loose/deformed and caused pinching/tearing on the blood pump tubing to tear, resulting in fluid/blood loss. The bmt could not provide the volume of fluid/blood loss; however, confirmed, the patient completed treatment on a different device. The machine hour meter reading is 1,800 hours. The tst informed the bmt the issue will be documented and the blood pump rotor assembly would be replaced and sent to him. The tst instructed the bmt to return the blood pump rotor associated with this complaint, for failure analysis. Additional information was requested but was not received to date.

Manufacturer narrative:
H3 plant investigation: the blood pump rotor was returned with one of the rear guide sheave (polymer sleeve) deformed and loose. The sleeve can be easily slide out from the pin. Both rear sleeves have signs of dried fluid (unknown substance). There are no discrepancies with the front guide pins and sleeves. Insert the sleeve back onto the guide pin and install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The returned rotor did not puncture the bloodline and there were no fluid leaks or blood leak alarms during testing. The defective pin remained intact on the guide pin and did not create any unusual noises during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The complaint event was confirmed.

Event description:
A biomedical technician (bmt) contacted technical support and informed a technical support technician (tst) a 2008t machines blood pump rotor was noisy while a patient was in treatment. The staff noticed blood/fluid coming from the blood pump module. The bmt explained one of the rotor sleeves (around the pin) is loose/deformed and caused pinching/tearing on the blood pump tubing to tear, resulting in fluid/blood loss. The bmt could not provide the volume of fluid/blood loss; however, confirmed, the patient completed treatment on a different device. The machine hour meter reading is 1,800 hours. The tst informed the bmt the issue will be documented and the blood pump rotor assembly would be replaced and sent to him. The tst instructed the bmt to return the blood pump rotor associated with this complaint, for failure analysis. Additional information was requested but was not received to date.